Manufacturer narrative:
Exemption number e2015048 - this MDR is part of the 227 pilot program biomérieux internal investigation has been initiated and is pending completion. H3 other text : device not returned to manufacturer.

Event description:
This report summarizes 1 malfunction event. A customer in (B)(6) reported a false negative result when using the bact/alert 3d instrument (ref 200291). The bottles were determined as final negative by the instrument after incubating for 7 days. Upon unloading from the instrument, the customer performed a subculture of the bottle. The subculture was found positive for fusarium. The customer indicated that the patient was already on antimicrobial treatment and therefore it did not impact care. The customer also indicated that there may have been a delay in determining organism-specific treatment since the bottle did not flag positive. An internal biomerieux investigation was initiated.